Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-28446.(B)(4)

Event description:
The customer reported that her insulin pump went into a threshold suspend state while her blood glucose was not low. The customer's sensor was giving a reading of 56 mg/dl, while her blood glucose was 104 mg/dl. Nothing further was reported.